Manufacturer narrative:
(B)(4). On an unknown date, the patient completed the course of vancomycin and tuzz and their effluent was clear. At the time of this report, the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient started treatment vancomycin (2g; route, frequency, and duration not reported) and the following day the patient was hospitalized and started treatment with tuzz (1g; route, frequency, and duration not reported) for peritonitis. It was unknown if the patient had recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.